Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via social media post that a female patient of unknown age who underwent breast prostheses implantation with mentor siltex saline implants on unknown date experienced the following: breast pain, breast masses, swelling, rashes, swollen lymph nodes, flu-like symptoms, autoimmune diseases, chronic pain, global pain, global weakness, numbness in limbs, tingling in limbs, fasciculations, chronic fatigue, shortness of breath, lung disease, vision problems, headaches, migraines, syncope, dizziness, vertigo, brain fog, joint pain, muscle pain, bone pain, chest pain, palpitations, cardiac arrest, stroke, labile blood pressure, pleural effusion, pericardial effusion, anxiety, depression, insomnia, poor sleep, malaise, decrease exercise tolerance, inflammation, raynauds, asia syndrome, dry eyes, dry skin, hair loss, autonomic dysfunction, cognitive dysfunction, tinnitus, fevers, soaking night sweats, temperature intolerance, hormone imbalance, addison¿s disease, thyroid issues, digestive issues, gastroparesis, esophagitis, gastritis, food intolerance, leaky gut, ibs, acid reflux, gerd, malabsorption, food intolerance, dehydration, severe weight loss, dysphasia, choking sensation, frequent urination, urinary retention, kidney dysfunction, liver dysfunction, burning pain, osteoporosis, degenerative disc disease, arthritis, arthralgia, myalgia, mixed connective tissue disease, immune dysfunction, frequent infections, delayed wound healing, a hematologic malignancy. The patient reported she had an undetected rupture, and a rare fungal infection. The patient also reported symptoms of bia-alcl. Breast implant alcl is a distinct clinicopathological entity. The there was no confirmed medical diagnosis for bia-alcl from the patient or a medical professional. There is no pathology, operative report, hematology, or imaging to support the diagnosis of bia-alcl or any other medical diagnosis. The patient also reported her child had a pre-term birth had respiratory issues and other conditions she believes are related to the implants. No additional information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted. See 1645337-2019-21162 for contralateral prosthesis report.